Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 96 mg/dl after three glucagon shots. Customer stated that she fainted due to low blood glucose, and her boyfriend gave her the glucagon shots. Customer also stated that she is taken (B)(6) tablets, sleeping and high blood pressure medicine. Nothing further was reported.